Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer works slowly and does not create a portable document format (pdf). The programmer is slow and deletes protected patient data and freezes, the memory is full. A full software reconfiguration was performed to eliminate possible software issues. It was also determined at analysis that the stylus tip position on the touchscreen needed to be calibrated and the logo button was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer works slowly and does not create a portable document format (pdf). The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.